Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of coronary scaffolds in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The additional absorb scaffolds referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that the procedure on (B)(6) 2016, was to treat the left anterior descending (lad) artery and the left circumflex (lcx). The patient had an st elevated myocardial infarct (stemi) on (B)(6) 2016. Pre-dilatation was done reducing the stenosis to <40%. A 3.0 x 18 mm absorb scaffold was implanted in the cx and a 3.0 x 28 mm absorb scaffold was implanted in the lad. Both scaffolds were post-dilated and the final residual stenosis in the cx was less than 10%. There was diffuse disease in the distal lad. On (B)(6) 2016, the patient returned for treatment of the right coronary artery (rca). Pre-dilatation was done reducing the stenosis to <40%. A 3.0 x 28 mm absorb scaffold was implanted in the distal rca and a 3.5 x 28 mm absorb scaffold was implanted in the proximal rca. The scaffolds were post-dilated and the final residual stenosis was less than 10%. On (B)(6) 2016, the patient started experiencing chest pain and angiography showed scaffold thrombosis in all of the lesions. Balloon angioplasty was done to re-open the vessels with a good final outcome. It was confirmed that the patient had been compliant with dual antiplatelet drug therapy (dapt) of aspirin and clopidogrel after the procedure. Dapt has been changed to ticagrelor and gp2b3a. No additional information was provided.